Manufacturer narrative:
During testing at the service center the device did not power on. Further testing found corrosion in the battery compartment, on the battery door and middle printed circuit board of the device. The cause of the corrosion was leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of needing service. No additional information provided. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage from the disposable battery was noted in the battery compartment of the device.